Event description:
It was reported that stent damage occurred. During preparation, a 4.00 x 20mm synergy xd drug-eluting stent was pulled out of package, however, the stent struts were lifted and misshaped. The procedure was completed successfully. No patient complications were reported. It was further reported that the procedure was completed with another of the same device.

Event description:
It was reported that stent damage occurred. During preparation, a 4.00 x 20mm synergy xd drug-eluting stent was pulled out of package, however, the stent struts were lifted and misshaped. The procedure was completed successfully. No patient complications were reported.